Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported bfm is giving wrong numbers during cardio-surgery. Patient was still sedated and relaxed. According the numbers, the patient would be awake. Happened two times till now. Both times in combination with induced hypothermia and ventricle fibrillation. No consequences or impact to patient was reported.